Event description:
Eleven year old boy with vp shunt placed 6/95 presents with headache and vomiting. Shunt valve functioning on examination. Cranial CT scan revealed the shunt catheter in the right ventricle. The chest x-ray showed no evidence of the peritoneal catheter. Abdominal x-ray showed the catheter to have disconnected at the valve and coiled up in the abdomen. Surgery revealed the valve and a piece of the catheter still connected, and the silk suture intact, but the catheter had separated just below the connection itself.